Manufacturer narrative:
The device was received fully deployed. The pod ran to an 0x1c alarm, indicating that the pod expired after 80 hours. The eseal and bottom housing were checked for damages, and none were observed. The needle mechanism was reset and found to deploy properly. No damages were observed that would contribute to the reported needle mechanism failure. The needle mechanism was checked for damages that would cause the device to dislodge. No issues were observed. However, the cause of the reported dislodging could not be determined. The soft cannula was found to be flattened. It was also stretched outside of specifications at 1.088 inches. It could not de determined when this damage occurred or if it can be attributed to the reported events. The housing vent was found to be damaged. It could not be determined when or how this damaged occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached 320 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. Patient also reported the cannula deployed but dislodged from the infusion site (arm). As treatment, a manual injection was delivered.